Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to reporter, the device was in use with pt and upon examination, the device flange was split on the right side. According to the reporter, that this split caused the tracheostomy tube ties to loosen and tube to come out. The reporter states that the event caused distress to the pt and family. Further info has been requested, but none has been provided at this time. No incident related medical sequela was reported.